Manufacturer narrative:
After battery installation, the unit powered up with both a pump error 53 as well as an "insert battery now" error message. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the ongoing pump error 53 and "insert battery now" error messages. After further review of the unit's interior, did not note any signs of previous moisture presence or corrosion on the boards, assemblies, and motor. After taking the boards out of the case and sticking them into a known good case and after swapping a known good electrical board onto electrical board, the problem resolved itself. The problems seem to be due to a hardware issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.